Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and a sling was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urge incontinence and vaginal discomfort.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision and had a stent placed in the urethra on (B)(6) 2010 in order to remove a clip from the urethra implanted during the original surgery. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 concurrently with bso and transvaginal urethral suspension. No additional information was provided.